Event description:
In 2001, the complainant reported that the sources were jammed in the gate of the transfer device, and they could not remove the catheter. Novoste service personnel instructed the site to move the entire system into the temporary storage container until packaging could be sent to them to return the system intact. Six days later, the complainant reported that the catheter had been removed from the transfer device, and they were having difficulty accounting for all of the radioactive seeds. Novoste personnel, on a conference call, were successful in helping the site positively account for all of the radioactive seeds.